Manufacturer narrative:
Block h6: imdrf device code a0401 captures the investigation finding of guide catheter break. Block h11: a flexima biliary stent with its delivery system was received for analysis. Visual inspection showed that the guidewire was inside the guide catheter. The guide catheter was returned kinked, stretched, buckled, and it was detached from the push catheter. Additionally, the push catheter was buckled, and the push catheter suture hole was torn. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the torn push catheter suture hole may have occurred due to pressure applied during attempted stent deployment, potentially related to physician technique or procedural tortuosity. It is most likely that resistance encountered during deployment prevented the stent from deploying as intended, resulting in increased force being applied and subsequent damage to the push catheter suture hole. Additionally, the force applied during deployment may have contributed to the detachment of the guide catheter. The procedural conditions present at the time of deployment may also have caused the guide catheter to buckle, stretch, or kink, which could have further impeded stent deployment. These same conditions likely caused the push catheter to buckle in an accordion-like manner. Based on all available information, the most probable cause of the event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted for drainage (moderate stenosis) in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, it was reported that the stent could not be deployed when placing the stent for drainage. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event and the patient condition following procedure was stable. Note: this event has been deemed a reportable event based on the investigation finding of catheter guide detached or separated. Please see block h11 for full investigation details.